Event description:
The patient called alleging erratic results on their one touch verio pro meter. The patient had obtained a 400 mg/dl and 170 mg/dl within 20 minutes from one another. The patient denied seeking any medical attention or contacting their physician for assistance. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was done and the test strips did not fall in the range. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the resultsis greater than 20% or 20 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.